Event description:
It was reported that during a stereotactic breast biopsy, unable to remove the probe due to cutter locking up. The error code l3-017 was displayed on the lcd screen. There were no pt consquences reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.